Manufacturer narrative:
Evaluation results: one cadd solis vip was returned for investigation in used condition. The customer's reported product problem was verified following testing. The investigator determined that product problem was attributable to a faulty motor. The motor was replaced as a result.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed error code 41622. No adverse effects were reported.